Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during set up the device was not functioning properly. The customer claims the device was not dropped. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation codes: updated investigation summary: the affected device was returned for evaluation. Quick connect was corroded, pole clamp was faded. Performed a visual inspection. Filled reservoir with water, attached temp check e5579 due date (B)(6) 2024, plugged in line cord and turned-on power. Performed functional tests. Could not duplicate or confirm the customer complaint, and the root cause was not determined. No action taken, device is not needed in the loaner pool, and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.